Manufacturer narrative:
As the lot number was not provided, the lot history review could not be performed. The device was not returned for evaluation, but medical records were provided and reviewed. The investigation is inconclusive for patient device interaction and detachment of device or device component as no deficiencies were identified within the medical record. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf310f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. The information was received from one source. The malfunction involved a patient with no reported consequences. The age of the female patient weighing (B)(6) lbs was not provided.